Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the permanent cautery hook (pch) involved with this complaint and completed the device evaluation. Failure analysis investigations confirmed the reported complaint of physical damage. The pch was found to have a broken pitch cable at the distal clevis hub. The broken cable segment that contains the crimp was missing from the clevis. Pitch cable breakage occurs when tensile load exceeds the ultimate strength of the material. The pitch cable construction is designed to optimize load and fatigue (cycling) characteristics. Variation in customer use conditions, procedure type, patient anatomy, product handling, instrument tip lengths, grip torque and manufacturing tolerances are a few variables which can influence pitch cable failure. The root cause was determined to be a component failure and related to device design. Failure analysis identified an additional observation not reported by the site. The pch was found to have an excessive amount of dried residue around the clamping pulley tops and cable grooves. The root cause is typically attributed to mishandling/ misuse, most commonly caused by improper cleaning /reprocessing techniques, such as insufficient flushing. A review of the site's complaint history does not show any additional complaints related to this product and/or this event. No image or procedure video was provided for review. A review of the instrument log for the permanent cautery hook (part # 470183-14/ lot # (B)(4)) associated with this event was performed. Per logs, the instrument was last used on (B)(6) 2021. The instrument had 4 uses remaining and was not used for any subsequent procedures. This complaint is being reported because this instrument is designed with two pitch cables, each with a crimp at the distal end. If a pitch cable breaks at the distal end, a cable segment and/or the crimp could fall into the patient. While there was no harm or injury to patient, the reported failure mode could cause or contribute to an adverse event if it were to recur. Follow-up was attempted, but the patient information in was either unknown, unavailable, not provided, or not applicable. The expiration date is not applicable. The product is not implantable.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the permanent cautery hook was found to have a fracture at the disc location. The customer indicated the instrument had 5 uses remaining. A similar backup instrument was used to proceed with the case. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter to obtain additional information, however, no further details was provided as of the date of this report.